Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to multi system organ failure. No additional information was provided.

Event description:
The patient's death was no considered to be device related. The device operated as expected.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14nov2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. No product was returned. No further information was provided. The manufacturer is closing the file on this event.